Event description:
It was reported that the pt developed a fistula of the skin leading to the middle ear. Middle ear debridement surgery was performed. During this surgery, the pt's device was explanted. The pt was treated with bactrim. The doctor also reported a decrease in the pt's performance with the device prior to being explanted. The pt is being monitored.